Manufacturer narrative:
As reported, the patient underwent a revision. The reason and not reported. Devices not available for return, all available information has been received.

Event description:
This case was found to be opened in error. Please disregard this submission.

Manufacturer narrative:
This case has been found to be entered in error. This is a non-complaint. Please disregard.

Manufacturer narrative:
This was found to be a non-complaint. Please disregard.

Event description:
This was found to be a non-complaint. Please disregard.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision: reason not reported.